Manufacturer narrative:
The information contained in this report is being provided to the FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death. Pursuant to manufacturer policy, events resulting in a revision surgery are deemed a serious injury as defined in 21 cfr 803.3 and are determined to be MDR reportable events.

Event description:
The patient underwent an interbody fusion procedure with placement of an optimesh device without incident. Approximately four (4) weeks later, the patient experienced recurring symptoms and was non-ambulatory, prompting medical attention. Imaging showed posterior migration of bone graft. A revision surgery was conducted on (B)(6)2023 to remove the bone graft and replace the implant. Following revision surgery, the patient is ambulatory and symptoms have improved.